Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during an unknown cycle of peritoneal dialysis therapy. The home patient (hp) stated they noticed an air in the cassette while connected. There was no patient injury or medical intervention associated with this event. No additional information is available.